Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-jun-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated that the device is just not working for him and he is still in pain. Pt stated that since implant they have not been getting pain relief as expected. Pt stated that they feel as though their leads are not placed high enough. Pt also mentioned that they have to turn the stimulation up so high that they cannot stand it. Pt stated they are considering the pain pump implant.